Event description:
It was reported that the pump exhibited an altitude alarm 21. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer, who experienced this issue before, was using the pump correctly and took the necessary precautions to avoid the alarm. Technical support arranged for a replacement pump to be sent to the customer, and instructions were provided for returning the malfunctioning pump. The customer was informed about storage mode and necessary steps to follow upon receiving the new pump.